Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump had a cracked housing and the user could not operate the top buttons, and a replacement device was arranged with instructions provided for shutdown, data backup via mobile app, and return shipping. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included customer service assessment, troubleshooting and education, and replacement logistics. Investigation of this case revealed physical damage to the pump enclosure with impaired button function, consistent with a damaged external component and user interface failure, while no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device manufacturing or design.